Event description:
Patient reported the infusion device stopped working without alarm due to depleted power pack. He changed the power pack and the infusion device worked properly. Patient did not report any physiological effect associated with the issue. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
H6: product not returned for evaluation. Issue described to agency in recall.